Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('essure coils deeply embedded within each lumen') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included leiomyoma of uterus, unspecified and pelvic adhesions. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), pelvic pain ("pelvic pain") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (robot-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, menstruation irregular, pelvic pain and ovarian cyst outcome was unknown. The reporter considered embedded device, menstruation irregular, ovarian cyst and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("essure coils deeply embedded within each lumen") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of pelvic adhesions and leiomyoma of uterus, unspecified. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), menstruation irregular ("irregular menstruation"), pelvic pain ("pelvic pain") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (robot-assisted total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered embedded device, menstruation irregular, ovarian cyst and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jun-2021: quality safety evaluation of product technical complaint. 17-dec-2021: no further information expected, case closed. 07-dec-2022: plaintiff fact sheet received. Reporter added. Essure start date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('essure coils deeply embedded within each lumen') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included leiomyoma of uterus, unspecified and pelvic adhesions. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), pelvic pain ("pelvic pain") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (robot-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, menstruation irregular, pelvic pain and ovarian cyst outcome was unknown. The reporter considered embedded device, menstruation irregular, ovarian cyst and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.